Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve procedure after implant duration of eight (8) years and one (1) months due to critical mitral stenosis and hemoptysis. A successful tmvr was performed with a 26mm 9600tfx sapien 3 transcatheter valve.  There was an intra-operative asd which required closure due to hypoxemia.  The patient tolerated the procedures well and was transferred to the recovery room in stable condition. The patient was discharged home on pod# 3. The patient presented with cad,  acute systolic-diastolic heart failure, phtn, hemoptysis, pulmonary emphysema and benign neoplasm of adrenal gland.

Manufacturer narrative:
H10:  additional manufacturer narrative: added additional method coding to section h6